Event description:
Information received that the head of the bed would not raise up. No injury reported.

Manufacturer narrative:
Technician found that the head of bed would not raise up because the hydraulic valve was stuck. Replaced the head up hydraulic valve to resolve this issue. Bed found on 8th floor bed storage area.